Event description:
Rn entered patient room and found the primary IV tubing was tubing that is intended for albumin administration. With albumin tubing used as primary tubing, secondary medications infused immediately. In this instance, a secondary medication was hung and once programmed, began infusing into patient at a fast rate. Medication did not drip ... It poured. Caught immediately and the secondary drip was stopped. Primary tubing found to be albumin tubing that is dated as hung on (B) (6) 2010. Secondary to albumin tubing was bag labeled dilantin. No adverse outcomes to patient. Rn concerned that the manufacturer bag label for IV tubing intended for use as primary tubing and IV tubing intended for use as secondary tubing not clearly marked. Tubing used in this case: primary tubing (B) (4), secondary tubing (B) (4).

Manufacturer narrative:
Analysis found the communication anomaly was due to a low battery voltage. A longevity calculation was performed. The estimated longevity at nominal settings was found to be outside of expected limits. With a new battery attached to the device, communication was re-established. The original battery was returned to the vendor for destructive analysis. No battery anomalies were detected. The cause of the battery depletion was not determined. .

Event description:
It was reported that the device could not be interrogated. The device was removed and replaced.